Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead attempted to be replaced but procedure was abandoned due to thrombosis. The lead remains in use. No further patient complications have been reported as a result of this event.